Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires had snapped on the mega suturecut needle driver instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver instrument was requested to be returned for failure analysis investigation. As of the date of this report, the instrument has not yet been received.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 01/17/2024, the following additional information was obtained: the instrument was inspected prior to use and there wasn't any damage or anything out of the ordinary. The issue occurred while suturing. The instrument did not collide with any other instruments or tools during the procedure. There were issues related to the opening/closing of the grips. The customer noticed snapped wires and the cables were visibly protruding from the distal end of the instrument. The customer was unsure if there were issues related to the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. No photos of the device were available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 03/21/2024, the isi identified that isi aware date was initially incorrectly reported. The correct isi aware date was 12/11/2023 not 12/15/2023 based on distributer aware date per attached incident form.

Event description:
Refer to h10/h11 for follow-up information.